Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED's failure to provide audio prompts. The AED and was requested to be returned so it may be evaluated and tested. To date the AED has not been returned and the root cause is not known

Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device underwent bench testing. The reported issue was confirmed and determined to be due to a speaker component failure. Despite the speaker issue, the device was able to successfully deliver a shock during testing.